Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of the clinical field report. The report identified that the patient experienced pain post op and x-ray review found radiolucency around the femur. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Dob- (B)(6). Concomitant medical products- persona stemmed cemented tibia, catalog # 42532007501, lot # 62411837; persona fixed articular surface, catalog # 42511200514, lot # 62288280. Foreign report source- (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00227, 0002648920-2019-00228. Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. Remains implanted.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty about four years ago. Subsequently, at the six-week visit, patient was in pain and radiographs revealed osteolysis. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.